Event description:
A customer reported an alarm 2 due to an occlusion issue, causing their blood glucose display as "high," specific value unknown. The customer administered a manual dose injection to address the elevated blood glucose. A systems check was performed with tandem technical support and no issues were identified. The customer was advised to replace supplies and resume insulin use. Reportedly, the customer was not cycling the cartridge during the load sequence.